Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and there were no visible calcium/plaque or tortuosity at the puncture site. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis >50% at or near the puncture site. There was no prior use of a closure device or manual compression at the target femoral site within 30 days before this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button, and the indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was deployed and showing, but there was an anomaly noted as the wire guide ring was not sensitive to sensing. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and there were no visible calcium/plaque or tortuosity at the puncture site. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis >50% at or near the puncture site. There was no prior use of a closure device or manual compression at the target femoral site within 30 days before this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button, and the indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was deployed and showing, however the wire guide ring was not sensitive to sensing. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18282879 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Unspecified procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.